Event description:
The consumer called into customer care concerned about her reading she received this morning using her "back-up" meter for testing. According to the consumer she performed a blood glucose test at 8:37 am on (B)(6) 2015 getting a result of 304 mg/dl. The consumer reported that she administered 4 units of insulin based on that result. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before using their initial test strips as instructed in our directions for use. A control solution test was not performed while on the phone with customer care.

Manufacturer narrative:
Related MDR: 3004193489-2015-00057. Test strip lot # 1020214365, expiration date: 12/2016, control solution lot # 1030113018, expiration: 06/2015. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.